Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm force bipolar instrument is used consistent in cases and two customers have experienced issues with the instrument. When the joint pops out, it makes it challenging for the bedside staff to get the instrument out of the trocar. It was unknown if fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have severely bent grip with misalignment of the grip-tips. No broken components found. The common causes of the failure mode severely bent grip tips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. Intuitive surgical, inc. (Isi) obtained the following additional information: yes, all rmas for the force bipolar have the same issue as described. All open rmas for the force bipolar are applicable.

Event description:
Refer to h11 for follow-up information.